Event description:
Affected syringe; the calibration starts more than 1ml after the bend of the neck (to mark 0) so we were drawing up 16ml (known drug vial amount). This syringe tells us we have 15ml.